Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what is the lot number for the device? What is the lot number for the kit? Please explain what the technical problem was with the device? The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge reload present. The reload was received partially fired 2/3 and with the lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastroplasty by video procedure, the product presented technical problems during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.